Manufacturer narrative:
All available patient information was included. Additional information was not provided. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported falsely elevated sodium (na) results were generated on the architect c8000 processing module, sn (B)(4). The following results were provided: (units mmol/l) patient 1. 163 repeated 142. Patient 3. 161 repeated 139. There was no reported impact to patient management.

Manufacturer narrative:
During investigation, service determined the tbg, 1ml acd syr-small syr (rohs) part# 7-93279-02 and the tbg, 1ml alk syr-small syr (rohs) part# 7-93280-02 were the likely causes of the customer issue and replaced the parts. Part replacement resolved the issue. A review of the service history for the architect c8000 processing module, sn (B)(6), revealed no additional erratic or discrepant patient results were reported. There were no service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of historical data and tracking and trending did not identify any trends or systemic issues associated with the tbg, 1ml acd syr-small syr (rohs) part# 7-93279-02 and the tbg, 1ml alk syr-small syr (rohs) part# 7-93280-02. Manufacturing documentation was reviewed and no issues were identified. The calculated erratic rates for the architect c4000, c8000, and the c16000 systems were all below the upper control limit. Additionally, labeling was reviewed and provides information on operational precautions and limitations, troubleshooting of the fluidics subsystem, depressed concentration and erratic sample results. It also provides removal and replacement procedures for the tbg, 1ml acd syr-small syr (rohs) part# 7-93279-02 and the tbg, 1ml alk syr-small syr (rohs) part# 7-93280-02. Based on the information within the complaint record, no systemic issue or product deficiency was identified for the tbg, 1ml acd syr-small syr (rohs), the tbg, 1ml alk syr-small syr (rohs), or the architect c8000 processing module.